Event description:
A customer reported a malfunction on a pump, with no notable events occurring before the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue recurred.